Event description:
It was reported that the physician was highly upset that the device tripped eol (end of life) due to high battery impedance. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as high battery impedance lead to elective replacement indicator (eri). Battery depletion was indicated as eri due to high battery impedance was logged on (B)(4) 2011 prior to explant. Ramware version 8 installed ~(B)(4) 2011.